Event description:
The physician reported to clarus medical on may 8,2002 that the tip of two lase endoscopes were left in a patient. The location of the tips after surgery was the nucleus inside of the spinal disc. The exact level is unknown by the manufacturer. No patient injury was reported to the manufacturer. The tip material is biocomputible.